Event description:
It was reported the pt experienced intermittent stimulation following a fall. No further outcome was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).